Event description:
On (B)(6) 2026, a patient underwent a catheter repair procedure using an hickman cv catheter repair kit. Post repair procedure, it was noted that the metal tube was migrated into the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman cv catheter repair kit, single lumen, white, 9.6f products that are cleared in the us. The pro code and 510k number for the hickman cv catheter repair kit, single lumen, white, 9.6f products is identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.